Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Lubrication was added between the flush valve axis and bearing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the oxygen flush button was noted to be stuck open. There was no report of patient involvement.